Event description:
It was reported that the atrial lead exhibited high impedance and poor sensing. The patient experienced muscle contractions during atrial pacing. The patients pulse generator was reprogrammed to vvi.